Event description:
Drug/diluent: 5fu 3400mg; fill volume: unk ; flow rate: unk ; procedure: IV therapy; cathplace: IV. The initial complaint was reported as: (B)(4). Leak of the pump balloon. Date/time pump was filled: (B)(6) 2013 at 8:50am ; end date/time of infusion: (B)(6) 2013 (time not provided. There were no adverse clinical effects observed on the patient. Patient information was not provides as the distributor attempted to obtain the information from the end user and was not successful. (B)(6) 2013 - the krayton layer of the pump was noted to have split open. This information was verified upon the completion of the sample evaluation. It was determined that this incident needs to be reported as this incident may potentially lead to latex sensitivity. Anp: asked not provided.

Manufacturer narrative:
Method: the device was evaluated and investigated; photographic images were taken and a visual inspection was performed on the returned device. A leak test was performed and the device history record was reviewed. Results: based on the test performed, a leak was immediately observed at reh pvc bag holes. Destructive analysis was performed on the pump to examine the bladders at the latex bladder. The latex bladder was cut opened to examine the kraton layer. The kraton layer was observed split opened. R & e evaluation results: when the sample was observed both elastomeric layer were ruptured. The pvc cover had intentionally been cut to allow observation of the inner layers. The rupture in the inner layer appeared to be centered around a small hole visually estimated at about 0.01" in diameter. There was a corresponding hole in the outer latex layer in a location concentric to the hole in the inner layer, however the latex was not ruptured. The suspicion was that the holes were generated by a sharp object from the exterior. In an attempt to confirm this the exterior pvc cover was visually inspected at between 7x and 15x magnification, but a corresponding hole in the out pvc cover was not detected. The device history record was reviewed and based on the review, there were no ncrs, reworks, or special conditions during product manufacturing associated to the reported condition. The production lot met all manufacturing and quality specifications. Conclusions: based on the test performed, a leak was immediately observed at the pvc bag holes. The assignable cause of reported condition can be attributed to kraton layer was observed split. Based on the device history record evaluation there were no special conditions during product manufacturing associated to the reported condition. The production lot met all manufacturing and quality specifications. This incident has been included in our complaint handling database, which is actively monitored and trended. Based on the results of this investigation the complaint disposition is confirmed. This incident has been escalated to a corrective action for root cause analysis and identification of actions. A historical review was performed for 2.5 years; no other complaints were issued due to the same reported condition for the reported lot number. This incident has been included in our complaint handling database, which is actively monitored and trended.